Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was intended to be used in an unknown procedure. It was reported that when the devices box was opened prior to the procedure, there was no sheath in the box and the box was empty. The box was noted to be intact and correctly closed prior to opening. A new sheath was used alternatively. The cause of the event as per the physician was the sheath not being in the box. No additional clinical sequelae were provided and the patient is fine.